Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during an intraocular lens (iol) implant procedure, during the preparation of the lens in the delivery system, the lens pusher folded the lens, and it was rejected for use, the lens was torn. Additional information was requested.